Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24 july 2020: lot 19c0067: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-27. All lot was resterilized on 03.12.2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.241a sleeve size m (k131518) lot. 19c0073. Batch review performed by medacta regulatory affairs department on 24 july 2020: lot 19c0073: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-27. All lot was resterilized on 02.12.2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient has developed an infection in the hip following revision surgery performed 1 month before. The type of pathogen is unknown. The surgeon performed a washout. The ball head was revised.